Manufacturer narrative:
The customer stated that the cannula had not deployed from the pod. This indicates that the needle mechanism possibly malfunctioned due to a damaged component. Since the pod was not returned for eval, however, no malfunction can be confirmed. The omnipod user guide instructs users to "check the infusion site after insertion" to ensure that the cannula is seated properly. If labeling instructions were properly followed, the user would have noticed that the cannula hadn't deployed (which would have been visible through the pod's viewing port) and would have immediately deactivated the device. The user guide also advises users to check their blood glucose levels frequently so they're able to react quickly and appropriately to any issues.

Event description:
The report indicated that the customer's bg levels had risen consistently over the eight hour period the pod was worn. He experienced high bg's (356-407 mg/dl) during this time. In response, he removed the pod -this is when he noticed that the "cannula had not deployed." The pod will not be returned for investigation.